Manufacturer narrative:
(B)(6). The device was serviced on-site by a field service technician. A visual inspection was performed and a damaged sensor card was found. Functional testing and a review of the alarm log could not be performed as the device would not power on due to the damaged sensor card. The cause of the condition was determined to be a damaged sensor card. The device was removed from service. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had a f-27 alarm (malfunction in slide clamp detection circuit). This event occurred during power up and while no patient was connected. There was no patient involvement. No additional information is available.